Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 85% stenosed, lesion in the mid-left anterior descending (mlad) artery. A 2.25x28mm xience xpedition drug eluting stent (des) was advanced and implanted at the lesion, during which a dissection of the artery was noted. Another xience xpedition des was used to correct the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.